Manufacturer narrative:
Pump error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed power error alarm. Customer's blood glucose was 150 mg/dl. Customer had called in prior regarding the same issue. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.